Event description:
The complainant stated that the head hi/low will drift down in 15 minutes. He has replaced the s10 valve, but the issue remains.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.